Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after initiating ilet therapy, the user made lunch and dinner meal announcements and subsequently experienced low blood glucose after lunch announcements, including a reported lowest value of 40 mg/dl and approximately 30 minutes outside the target range, with no alarms, no backup therapy, no ketone testing, and no medical intervention. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact to blood glucose control without need for external medical care. Investigation included troubleshooting and education that the ilet adapts after post-meal hypoglycemia and will deliver less insulin with subsequent comparable meal announcements, with guidance to monitor glucose after the next lunch announcement and treat as needed. Investigation of this case revealed no device alarms and no identified hardware malfunction, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.